Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 25-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that during the replacement, the 0-7 tail of the 565 lead was very difficult to remove from the ins header despite the screw being loosened and eventually removed. Once the tail was out of the header it looked oddly bent. Impedances were out of range (oor) on electrodes 2,3,4 during intraop testing and post op. The rep reprogrammed around the electrodes that were >40k ohms. Issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the cause of the issue was unknown and all known info has been reported. No further complications were reported.